Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous proximal left anterior descending artery. The physician attempted to implant a taxus express2 2.5x16mm drug eluting stent. The taxus stent became caught on a previously implanted stent. It was noted tha the proximal edge of the taxus stent was lifted up. The procedure was completed with another device. No pt complications occurred. Pt status is satisfactory.